Event description:
Customer reports the use by date on the aviva test strip vial as early 2009. Manufacturer's batch record confirmed the actual use by date to be late 2008. Customer also states the alleged test strip vial is packaged differently from the other appropriately labeled vials. No adverse event reported. Requested return of suspect device and replacement was sent.